Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Note: the first event with bilateral capsular contracture will be reported separately. (B)(4).

Event description:
It was reported via mw5089386 medwatch form that a female patient underwent a breast surgery with a gel mentor breast implant of unknown type and experienced muscle pain, joint pain, neck pain, shoulder pain, chest pain, lab abnormalities, autoimmune reaction, connective tissue. The patient was diagnosed with hashimoto's thyroid disease in 2010. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The side location is unknown.